Event description:
It was reported that the customer had a leaking insulin inside the reservoir of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer said that unexplained no delivery alerts, frequent battery changes and condensation inside the insulin pump. The customer declined to speak with helpline for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.